Event description:
The dr from the facility reported that upon the onset of dialysis a pt experienced low blood pressure, shortness of breath, and perioral numbness. The clinician discontinued dialysis upon noticing the reactions. The pt rec'd medical attention and was prescribed dopamine. The pt's blood pressure returned to normal.